Manufacturer narrative:
(B)(4). The pateint was born in 1983. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unknown date, the patient was hospitalized for the event. The cause and treatment for the event were not reported. At the time of this report, the patient was not recovered. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, after admission into the hospital, the patient began treatment with physioneal 2.5% and physioneal 4.25% therapies for peritoneal dialysis. At the time of this report, the patient was still hospitalized. Should additional relevant information become available, a supplemental report will be submitted